Event description:
It was reported to boston scientific corporation in early 2006 that a captiflex snare was used during a colonoscopy with polypectomy procedure two days prior. (Patient age, gender and weight unknown) according to the complaint, "when extending the loop outside of the catheter the connection between the loop and the internal wire gets caught on the catheter when retracting the loop". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual evaluation found no damage or defects on this device. A functional test revealed that the loop extended and retracted properly when the handle was activated. If the handle was rapidly and forcefully activated the loop would extend out past the coupling and the coupling would catch on the distal end of the sheath when retracting. A dimensional check of the working length and pull wire revealed that the device was within manufacturing specifications. No problems were found with this device. Confirmed customer complaint, however, the force exerted against the handle to cause the loop to extend out past the coupling was excessive and extreme. Under normal use the device performed as intended.